Event description:
Reporter alleged obtaining discrepant blood glucose result of crlo (set to below 40 mg/dl through software) on a pt using inform system 1 compared back to back with a result of 113 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot # 550538, exp date 06/30/2009). Reference medwatch report is for the suspect device used in system 2.